Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider.

Event description:
The complainant reported that following implant of an impella 5.5, the pump ingested a clot and experienced saturated flows. A purge blocked alarm appeared shortly after, at which point anesthesia gave another bolus of heparin in an effort to dissolve the possible thrombus. The alarm eventually resolved and tissue plasminogen activator continued to be run through the purge. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The investigation of thrombus and high purge pressure has been completed. The pump was not returned for investigation. After pump start, data log shows a small motor current spike while running on steady p-level p8, followed by a 5-minute gradual rise in purge pressure, which resulted in a purge system block alarm. Purge pressure gradually returned to normal limits in 2 hours of case run. Pump flow was seen saturated during the start of the case, and this resolved as the high purge pressure was resolves. According to the clinical information, purge flow returned to normal after tissue plasminogen activator (tpa) was initiated in the purge line. Saturated flow: failure mode was added as an investigated failure mode since the data log confirmed the pump flow saturation during the high purge pressure event. The cause of the saturated pump flow issue was most likely biomaterial ingestion, based on data log review. High purge pressure: the cause of the high purge pressure issue was most likely biomaterial ingestion, based on data log review. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined.